Event description:
It is reported that after the intraocular lens (iol) was implanted, the patient's post-surgical visual acuity (va) was not as expected, 20/40 j4. Through follow-up, it was learned that the issue has not improved. Affected eye is the right (od). The patient's pre-operative visual acuity (va) od was 20/70 j5. The targeted va was 20/20 j2. The patient's symptoms started on aug 21, 2022. A capsulotomy of the right eye was performed, without improvement. The lens remains implanted. No further information was provided.

Manufacturer narrative:
Patient weight & ethnicity: unknown; requested but not provided. If explanted, give date: not applicable, as the lens remains implanted.initial reporter telephone number: (B)(6).device evaluation:the device was not returned at the manufacturing site, as it remains implanted; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified.manufacturing record review:the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this production order number has been received.conclusion:as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no additional information has been received.all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.